Event description:
During an orif of proximal tibia plateau procedure, the surgeon was drilling prior to inserting a screw and the 2.5mm drill bit broke. The tip of the drill bit could not be retrieved and remains implanted in the patients bone.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.